Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that air was mixed inside to the valve. The hemostatic valve was defective. The hemostatic valve itself was not cracked. Air was mixed, and air could not be removed from the sheath. This occurred after the stsf catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when they switched to the pentaray catheter. Since it was the last stage of the procedure, the procedure was continued without using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The procedure was completed without patient's consequence. The hemostasis valve was not broken, and it did not become detached from the sheath. Air did not enter the patient's body. This issue did not require percutaneous, surgical removal or any medical intervention. No bleeding occurred; no blood return observed so the patient¿s hemodynamics were not compromised. The air entered inside the hemostatic valve.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that air was mixed inside to the valve. The hemostatic valve was defective. The hemostatic valve itself was not cracked. Air was mixed, and air could not be removed from the sheath. This occurred after the stsf catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when they switched to the pentaray catheter. Since it was the last stage of the procedure, the procedure was continued without using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation was completed on 26-jul-2022. Bwi conducted a visual inspection and backpressure test -functional evaluation of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Visual analysis of the returned product revealed a kink in the shaft. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer reported hemostatic valve separation. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the kink found in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).